Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter and 5.9 cm in length saccular abdominal aortic aneurysm. The infra-renal angle was reported as 20 degrees. Proximal aorta was 23 mm in diameter and 11 mm in length. Distal aorta was 37 mm in diameter. Right iliac artery was 16 mm in diameter and the left iliac artery was 17 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right and left iliac arteries were moderately tortuous. It was reported that a recent abdominal CT revealed that compared with the one day postoperative image the aneurysm has expanded to 8.5cm in diameter and 7.3cmm in length. The aneurysm now extends up to the renal arteries, but actually its aortic neck is missing, and a contrast medium leak is visible locally on the proximal side. Short overlapping of the right iliac leg, yet without presence of an endoleak at this level. The physician decided to take a wait-and-see approach due to the age of the patient. The investigator assessed this event to be related to the study device and to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
It was reported that the patient expired . The cause of death is unknown per the investigator.

Event description:
Additional information was received. The patient presented at emergency department with abdominal pain. Patient received pain killers and diagnostic procedure started. However, the patient experienced acute deterioration and shortly thereafter expired. Differential diagnosis is suspicion ruptured aneurysm or sepsis. The investigator assessed the death as not device or procedure related.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; short aortic neck).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).